Event description:
Pca pump infusion was started on 12/14. On 12/17 2200 bag was changed and fluid remaining in bag was measured to be approximately 45 ml and pump history stated 7 ml remaining. Co was called and co stated that no alarm will go off if tubing is occluded before peristaltic device and pump will register an "accurate" infusion.